Manufacturer narrative:
Method - review of the device manufacturing record history. Results - review of device manufacturing record history confirmed device met pre-release specifications. Conclusions - the investigation is presently in progress.

Event description:
On (B)(6) 2010, a gore hybrid vascular graft was implanted in an av access application. The procedure was performed in the patient's left upper arm, from the brachial artery to the basilic vein. It was reported that the patient was diagnosed with hit on (B)(6) 2010. The platelet count prior to procedure was 400k and it dropped to 150k by (B)(6) 2010. The patient was given 4000 units of heparin intraoperatively. On (B)(6) 2010, the graft was found to be thrombosed and was explanted.